Event description:
It was reported to boston scientific corporation that a captivator small oval snare was used during a polypectomy procedure in the transverse colon on (B)(6) 2013. According to the complainant, during the procedure, when the snare was being closed around the polyp, the handle cannula bent. The procedure was completed with another captivator snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Investigation results revealed the handle cannula to be detached, therefore this is now an MDR reportable event.

Manufacturer narrative:
(B)(4) for the event of handle cannula detached. Investigation results visual evaluation of the complaint device found the handle cannula detached. The handle cannula presented only slight marks of the handle assembly process, indicating the handle cannula had not been sufficiently clamped into the active cord insert. Functional testing could not be performed due to the handle cannula detachment. A dimensional inspection was performed and the active cord connector and insert were found within specifications. The complaint that the handle cannula was bent was not confirmed. The evaluation determined that the detached handle cannula was caused by improper assembly of the handle during the manufacturing process. There is an investigation in place to address this issue. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.